Event description:
It was reported that during the implant procedure, p-waves were >5 mv via an analyzer. When the device was connected to the leads, the p-waves were 0.3 mv. The pocket was opened and the leads were repositioned, but the difference between the measured p-wave via the device and the measured p-wave via an analyzer was unacceptable. The device was re- placed.